Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer reported a witness was required for every login. A technical support specialist (tss) checked and confirmed that the behavior was functioning as expected for the affected users, the issue was due to the witness on biometric identifier (bio ID) failover permission was being enabled under user management for the respective roles and once the feature was enabled, any users assigned to the role would be prompted to require a witness if failed to successfully authenticate using bio ID. The tss also provided information to the customer where the feature could be found. The customer acknowledged the information provided and granted permission to close the case. The case was then closed. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, registered nurses reported needing a witness with every login to et 10w. The user also reported experiencing black screens. However, there were no delays, adverse events or injuries reported based on this event.